Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The white clamp was closed and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected solution and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively leak test. After starting the pump and waiting for 60 minutes the pump did work (solution was running). After these 60 minutes leakages were not detected. The inspected sample is within our specifications. Hence we assess this complaint to be not justified. Reviewed the device history record and no abnormalities found during in process and final control inspection

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no difusion. Drug: 5fu.